Event description:
On unknown date, patient underwent implant during parastomal hernia repair procedure. Over an unknown period of time post xenmatrix implant, patient developed an allergic reaction which was treated. The mesh was subsequently explanted on unknown date.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. Available information indicates no device will be returned. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have been caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.